Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of electrocardiogram faulty. It was noted that the device failed during incoming final functional testing and it was attributed to the link electronic module board being broken. Analysis also noted that the printer was almost out of paper, no stylus was returned with the programmer, the touchscreen was damaged and not working/responding properly, both rail keyboard cover slides were missing, the hinge cover plate was loose and missing screws, both keyboard hinges were missing, the lower case was worn out, the upper and lower bullets were missing, the company logo button was missing,a software error was found in the update history, an electrocardiogram and handle update were required, the power bay assembly was broken and the cooling fan was noisy. It was further noted that because the touchscreen required for the repair to restore functionality to the device was no longer available no repairs were performed and the programmer was scrapped. (B)(4)

Event description:
It was reported that the programmer had a faulty electrocardiogram. The programmer was returned for service. No patient complications have been reported as a result of this event.